Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting explanation for device alarms, (drain complication) received during treatment. During the call, she stated she was recently in the hospital. Upon follow up with the patient's pd nurse, she confirmed that the patient was admitted to the hospital (date not provided) for touch contamination peritonitis. She added that there were no reported cassette fluid leaks reported prior to this event. She does not believe that the device or the other fresenius products caused or contributed to the peritonitis event but rather strictly a touch issue. The patient was released from the hospital in stable condition and continues with the ccpd program without issues. Patient medical records were requested but not yet received.

Manufacturer narrative:
Based on the information provided, it unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device investigation and final review of medical records by the post market surveillance department.